Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was investigated by zoll (B)(4). Visual inspection of the returned platform was performed; the load plate cover was noted to be damaged and all screws were not present. Autopulse 1.1 is a reusable device and was manufactured prior to january 2010. The damage found is characteristic of normal wear and tear for the life of the device. A review of the archive was performed and multiple system error-139(unable to hold compression position) was noted. In summary the customer's reported complaint was confirmed. The root cause for the reported complaint is brake gap out of specification. The brake gap was adjusted back in the specification. The functional test was performed, and device passed functional testing.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported to zoll that the autopulse platform displayed a "system error" message during the daily check. No patient involvement was reported.